Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler heater calibration test failed. Further investigation identified that there was burn damage on f1 of the ac distribution board which was causing the heater tray not to warm up. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called into technical support regarding a fluid temperature out of range alarm during step 3 of setup. The patient was no connected to the cycler at the time of the alarm. The patient reported that the alarm had occurred multiple times. At this point in time, the technical support representative advised to discontinue use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed that there were no patient adverse effects and no medical intervention required as a result of the reported event. The patient was able to complete treatment using manual supplies. The cycler was returned to the and upon physical evaluation of the cycler by the manufacturer, it was identified that there was burn damage on f1 of the ac distribution board.